Event description:
It was reported that the procedure was performed to treat free perforation in the left anterior descending artery. The 3.50x19mm graftmaster stent could not be deployed due to an unspecified patient condition. The perforation was then sealed with a 3.5x26mm graftmaster stent at 17atm and a 2.8x26mm graftmaster stent at 20atm and 15atm. There was no adverse patient sequela reported. Additional information was received subsequent to filing the initial report indicating that a medical emergency occurred after a 3.5x25mm non-abbott stent was deployed. The three graftmaster stents (3.50x19mm, 3.5x26mm, and 2.8x26mm) were implanted to seal the perforation. Per the physician, the three graftmaster stents did not cause or contribute to complications or adverse events. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record was not performed as there were no reported device malfunction or adverse patient effect. Based on the information reviewed, there is no indication of a product quality issue. Additional information was received subsequent to filing the initial report indicating that a medical emergency occurred after a 3.5x25mm non-abbott stent was deployed. The three graftmaster stents (3.50x19mm, 3.5x26mm, and 2.8x26mm) were implanted to seal the perforation. Per the physician, the three graftmaster stents did not cause or contribute to complications or adverse events. No investigation required. As the initial report was already filed, this complaint must remain reportable. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.device code 3270 was removed and replaced with 3189.

Manufacturer narrative:
The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a free perforation in the left anterior descending artery. The 3.50x19mm graftmaster stent could not be deployed due to an unspecified patient condition. The perforation was then sealed with a 3.5x26mm graftmaster stent at 17atm and a 2.8x26mm graftmaster stent at 20atm and 15atm. There was no adverse patient sequela reported. No additional information was provided.